Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed unexpected restart alarmed. The customer¿s blood glucose level was 6.2 mmol/l at the time of the incident. Customer was able to clear the alarm and also was complete rewind. Customer also stated that the receiving another unexpected restart alarmed after a battery change. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).